Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a detached sensor wire on (B)(6)2015. Upon removal of the sensor pod, the patient claimed that the sensor wire was pushed back into the sensor pod. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).